Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the device fired. The physician scoped the patient and noticed oozing. He over-sewed where the bleeding was coming from. The patient became tachycardic and lost over 400cc's of blood requiring 4 units of blood. They tried to repair laparoscopically, but had to convert to open and oversew the entire staple line. No buttressing was used. No device will be returned.